Manufacturer narrative:
(B)(4). This is a report of use error, where the patient dropped the patient line on the floor and then reconnected. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell four of seven of peritoneal dialysis therapy. The patient dropped the patient line on the floor and then reconnected. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.